Event description:
Information received from the field notes that during a routine follow-up, the patient became dizzy while histogram information was being retrieved. EKG strips showed inter- mittent loss of atrial sensing and intermittent loss of ventricular capture. The patient stated that he had not had any symptoms until the episode in the clinic. The patient will be monitored.